Manufacturer narrative:
The medfusion 3500 pump was received for evaluation. Upon receiving the pump, it was noted that the left corner of the top case was slightly dented. A manufacturing device history review, DHR, was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The pump is over three years old. A power up process and occlusion test were performed to evaluated the reported event. The issue could not be duplicated. It was added that the "base not responding" is an advisory alarm that occurs if the pump is powered off within five seconds of the pump being powered on. No actions were required to correct the reported problem. It was determined to be caused by user error. The speaker was replaced as a preventative measure. No further actions were taken.

Event description:
Information was received regarding a medfusion 4000 pump. It was reported that there was a primary audible alarm and the base was not responding. This occurred before the device was used with a patient.